Manufacturer narrative:
Continuation of d10: product ID: b3400040m, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2025, product type: extension, product ID: b3400040, lot#serial#: (B)(6), implanted: on (B)(6) 2024, explanted: on (B)(6) 2025, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot#: (B)(6), ubd: 28-jun-2025, UDI#: (B)(4); product ID: b3400040, serial/lot#: (B)(6), ubd: 30-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient exhibited high impedance values greater than 40,000 on contact zero of the left side of the system, discovered during a routine office appointment. Impedances were checked multiple times, and the patient was programmed around the issue. However, a decision was made to investigate for any visible break in the system surgically. During the procedure, a small fracture was identified at the insertion point of the left/top wire going into the battery. Both neck extensions were successfully replaced, and impedance values returned to normal following the replacement. The system is now functioning without difficulty, and the issue has been resolved. No further information is available from the healthcare professional.